Event description:
It was reported that the fiber was not emitting any energy. When the operator stepped on the pedal the fiber did not activate. The fiber was disconnected and reconnected but the fiber still did not work. The fiber had been used two times prior to this procedure. The fiber was replaced, and the procedure was completed using another fiber. There were no patient complications. The fiber was returned and preliminary analysis identified there was no light emitted from the sub miniature a (sma) connector, indicating there was a fracture within the fiber connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified there was no light coming from the sma connector, indicating there was a fiber fracture within the fiber connector. The clinical observation was confirmed. It is probable that procedural handling of the fiber during setup, reprocessing, and use contributed to the fiber fracture. Based on the analysis results, the investigation is assigned a conclusion code of caused traced to component failure. There was an expected or random component failure without any design or manufacturing issue. Correction provided in: g2 report source.

Event description:
It was reported that the fiber was not emitting any energy. When the operator stepped on the pedal the fiber did not activate. The fiber was disconnected and reconnected but the fiber still did not work. The fiber had been used two times prior to this procedure. The fiber was replaced, and the procedure was completed using another fiber. There were no patient complications. The fiber was returned and preliminary analysis identified there was no light emitted from the sub miniature a (sma) connector, indicating there was a fracture within the fiber connector.